Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: a review of the black box showed data from (B)(6) 2016 to (B)(6) 2016; the black box data from the time of the alleged complaint was unavailable for review due to continued pump use. The complaint could not be confirmed or duplicated on investigation. A review of the available black box data did not show any indication of short battery life. The battery cap was able to fully tighten and the pump powered on normally. Current draws were found to be within required specifications. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a short battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.